Event description:
This event involves a patient (B)(6) post heartware implantation who experienced a pump stop. The patient stated that while changing a depleted battery the controller alarmed power disconnects. Battery was removed and replaced with a new one from hospital stock. No harm or injury to patient was reported as a result of this incident.

Manufacturer narrative:
The product was not returned to heartware for analysis. Review of the controller logs files confirmed the reported event "pump stop". Based on the review of the information available, the cause of the reported event could not be determined. There is no evidence to suggest that a device malfunction led to the reported event. No additional information will be forthcoming.